Event description:
The customer contacted stryker to report that their device unexpectedly powered off as soon as the power cord was disconnected. The device also failed to deliver a shock multiple times. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer informed stryker that the reported issues were resolved in-house and they will not be returning their device for evaluation. No additional information has been provided. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.